Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator failed to remove co2 efficiently. The surgery was aortic root replacement. There was no reported injury to the pt. The product was changed out. The surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).